Manufacturer narrative:
There is no product to be returned. Lot number was not provided, therefore review of the manufacturing records could not be completed. Since the report was received from a review of literature, it is not possible to determine what clinical or procedural factors may have contributed to the event. No product malfunction is alleged in the report. No actions will be taken at this time.

Event description:
It was reported that ¿pulmonary artery false aneurysm was developed by the swan-ganz catheter and embolization was performed during use. The article states that when retransfusion from the extracorporeal circulation (ecc) was started during the operation for tricuspid valve replacement (tvr), the catheter position was changed since although the central vein pressure elevation was seen, there was no shift in pulmonary artery pressure waveform observed. Thirty minutes later, suddenly the blood in the tracheal tube was observed. The value of blood gas was also worsened and so transbronchoscopic aspiration was performed to remove the blood clot. However, the bleeding was observed again during right bronchus treatment and the patient was moved to the department of radiology. Extravasation was observed by the imaging which dye was injected from the swan-ganz catheter, and the patient was moved to angiographic room to perform pulmonary artery imaging. However the bleeding was not found and therefore the customer took a wait-and-see approach. Two weeks after the operation, false aneurysm was observed at right s4b field by computed tomography (CT) scan and pulmonary artery imaging was performed again. False aneurysm was observed at right a4b branching vessel. Since it was difficult to perform restricted proximal occlusion, isolation was performed by micro-coil treatment and the partial aneurysm was filled. After the embolization, the artery false aneurysm disappeared and the patient is current doing well.¿ this information was obtained from the literature magazine ivr: interventional radiology, vol. 28, no. 1, 2013 (page 112). Occurrence date is unknown.